Event description:
It is reported that upon opening the implant that the nurse noted that the bottom of the implant looked worn off and hat the implant did not have a uniform. Coating.

Manufacturer narrative:
This report will be amended when our investigation is complete.